Event description:
It was reported that an attempt to obtain io access on the patient was made, for the administration of narcan. The peripheral IV access had failed. The attempt yielded no difficulty with insertion. However, it was then noted that the stylus would not remove from the catheter. Access to the luer lock hub was unobtainable. There was no re-insertion performed, nor were they able to obtain any vascular access. Delivery of patient was pending, so the catheter and needle were removed from the site and bandaged. The sharp (needle) was placed in biohazard container.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed because no sample was returned for evaluation. A review of manufacturing records was performed with no relevant findings. No cause could be determined based on the information provided and without a sample. No further action will be taken at this time. If the product sample is returned at a later date, the investigation will be reopened.